Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was replaced with a different device and the procedure was completed. No patient complications nor injuries were reported.